Manufacturer narrative:
During ge healthcare technician checkout, it was found that the 'o2 latching valve fail' error is occurring. The error was crosschecked and confirmed. The frame interface board (fib) with acgo feature & latch valve were replaced to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, after boot-up, "system malfunctioning internal problem prevents normal operation ¿ use backup ventilation" message is occuring and mechanical mode ventilation is not available. There was no reported patient involvement,